Event description:
It was reported, the patient was unable to effectively control stimulation due to the programmer resetting and increasing amplitude by itself. It was also reported, the (+) button on the programmer would get stuck and not allow the patient to increase stimulation. A replacement programmer was sent to the patient and resolved her issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.